Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing and high atrial capture on the right atrial (ra) lead. There was also high thresholds on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.